Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4): analysis of the pump revealed a high battery resisitance. Drugs delivered via the pump per analysis were morphine and bupivacaine.

Event description:
It was reported that the pump was replaced, battery depleted. Patient recovered without sequela.